Manufacturer narrative:
Concomitant medical products: addr01 ipg, implanted (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the following issues were noted on the right atrial lead: high thresholds, low impedance, undersensing and low p waves. The lead was capped as a result. No patient complications have been reported as a result of this event.